Event description:
Post acl repair using the intrafix product a patient had a reaction which was treated by the surgeon. The patient immediately got better. The mitek sales rep stated that the surgeon believes the intrafix screw was the result of the patient reaction. Mitek worldwide would like to report conservatively and list the other products associated with the event. The other product and lot numbers involved: product 254601, lot number 0306166, product 210133 0308182.